Event description:
It was reported that the atrial lead was not sensing, not pacing, noise was present on the patient's electrogram and a lead warning was triggered. It was also reported that under fluoroscopy, the atrial lead was seen in the device pocket. The lead was removed, not replaced and the atrial port of the device was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was tissue on the helix and there was apparent explant damage; full lead returned and analyzed.